Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and beep anomaly. The customer¿s blood glucose level was 228 mg/dl. The customer stated that they took the battery out and tried to put another battery in the pump it just made a loud beeping noise, but nothing would come up on the screen. Customer stated that the pump display went blank immediately after pump exposure to moisture. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display. No audio/beep/vibrate anomaly noted.